Event description:
It was reported that the event of cosmetic issue was observed with the intraocular lens (iol). There was no information about patient contact. No further information was available.

Manufacturer narrative:
Pt. Info.: unknown, information not provided. Date of event: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 3/25/2022. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received inside the original lens case. Visual inspection under magnification revealed that the trailing haptic was damaged. The lens was cleaned and inspected, and no cosmetic issues were observed. No additional conditions were identified. The reported complaint cannot be confirmed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.